Event description:
The customer contact reported a disconnection. An extension set was attached to the patient's IV catheter. The option-lok of the plum tubing set was connected to the clave of the extension set and the therapy was started. The nurse reported that after the option-lok was tightened, she tugged on the tubing to check that it was secure. After approximately 10-15 seconds, the nurse noted that the option-lok "unscrewed" from the clave. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.